Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery, the surgeon had a problem with the tightrope. In the final stage, when the tightrope was tensioned, the locking mechanism was getting loose and the tightrope no longer made tension so it didn't work. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device (ar-1588btb and a screw). It was not necessary to switch the surgical technique or do a second surgery.